Manufacturer narrative:
No results or conclusions at this time, the investigation is on-going.

Event description:
The account stated a false negative anti-hcv result was obtained on the architect i2000 system. The sample was from an aliquot and had been centrifuged at high speed and run in duplicate with one replicate giving a strong reactive result (9.28 s/co) and the other replicate giving a nonreactive result (0.09 s/co). Both specimen tubes were rerun and both gave reactive architect anti-hcv results (10.72, 10.67 s/co). No architect i2000 instrument errors were noted during processing. The nonreactive architect i2000 anti-hcv result was not reported outside of the laboratory. No patient information is available. No impact to patient management was reported.